Event description:
As reported to coloplast though not verified, patient was implanted with restorelle y mesh. Later the patient experienced urinary frequency, bulging, urinary retention, vaginal and posterior prolapse, urinary incontinence and mesh exposure. An excision of the mesh performed.

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.